Event description:
It was reported that this patient underwent a left knee replacement. Subsequently, the patient started experiencing pain. They have not yet been revised. No further information is available.